Manufacturer narrative:
As noted, this event was discovered while inspecting a returned loaner device. During the inspection, it was confirmed that the video connectors were broken and a connection could not be made. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
While returning their olympus loaner visera elite ii video system center, the customer noted an issue with one of the sockets. During the device inspection, evaluators discovered that the subject device had broken video connectors that were compromising the connection locations. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 month since the subject device was manufactured. Based on the results of the investigation, the cause of the failure could not be determined because of no further information being obtained. Olympus will continue to monitor field performance for this device.